Event description:
Hold for irene. Ng 6/19/2012.this is an adverse event recorded on a crf as part of the u.s. (B)(4) patient registry. Subject was enrolled in the registry having a barrett's esophagus. Two focal ablation procedures were performed and the patient was noted to have a stricture of the esophagus after the second ablation procedure. The stricture was dilated. At last visit, the stricture was reported to be resolved. Per the physician, the adverse event severity was moderate, the relationship to the ablation device was possible, and there was no device malfunction.